Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the console was unable to display the rpm and time. The target lesion details were unknown. A rotablator console kit assy (B)(4) was selected for the procedure. It was noted that during the procedure, the display on the console turned off, unable to show the number of rpm and the time but the burr was rotating normally. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.